Event description:
The caller states that the foot plate is no longer holding up for the device.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.